Manufacturer narrative:
A supplemental report is being submitted for correction to document the related manufacturer report number in section h10 (related report numbers).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-03865 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, during the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve via the subclavian approach, the 14fr esheath+ was noted to be damaged. It appeared the distal tip was split and open.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the esheath+ distal tip split was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. However, a review of the device history record (DHR) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, the 14fr esheath+ was noted to be damaged. It appeared the distal tip was split and open. Additionally, it was noted that the delivery system balloon was pierced or torn. As per the report, it was noted that the delivery system balloon was pierced or torn. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system catching onto the sheath liner and tip. In addition, non-coaxial alignment between the devices can also lead to the delivery system catching onto the sheath liner and tip. As such, the available information suggests that procedural factors (altered balloon profile) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.